Manufacturer narrative:
The physician did not know the cause of pt's symptoms (tia). There is some concern that it could have been related to pt's cardiac disease (atrial fibrillation) or a contrast dye reaction. The procedure was completed with a 10% final residual in lesion stenosis. A head CT without contrast was performed following the index procedure and compared to a pre-procedure CT in 2009 and pre-procedure MRI two days later. The impression stated no hemorrhage is seen. A small amount of increased attenuation in the left centrum semiovale is felt to most likely be due to some contrast staining and a small focus of subacute infarction as documented on the previous diffusion-weighted image set from MRI. Small amount of petechial hemorrhage at this location cannot be excluded. Overnight the pt had some confusion and bradycardia. A brain MRI without contrast was performed ten days later, and showed multiple small new foci of acute infarction are appreciated in both cerebral hemispheres as well as in the left cerebellar hemisphere. Pre index procedure, the stroke scale score was 3 due to decreased right facial tone, left leg drift and right leg drift. Another facility's score was 3. The day after the procedure the stroke scale score was unchanged and specific neurological deficits as specified at baseline were the same. A week post procedure the stroke scales were 3 and 4. The post-procedure course was complicated by contrast nephropathy which required dialysis and anemia with a drop in the hemoglobin to 9-10 gm/dl. A CT of the abdomen and pelvis revealed a left groin hematoma (sheath brand unk). Initially, the pt was place on heparin and started on warfarin, but in light of the decrease in the hematocrit and hemoglobin all anticoagulants were discontinued until a source of bleeding could be found. The discharge summary then noted that a CT revealed a "right" groin hematoma and a sonogram ruled out a pseudoaneurysm of the 8 cm "left" groin hematoma. The hematocrit and hemoglobin recovered slowly and was almost at baseline. In view of the pt's paroxysmal atrial fibrillation as well as "ischemic stroke", warfarin was resumed as well as clopidogrel. The pt's renal status slowly recovered and dialysis was discontinued. A 2d echocardiogram revealed that the ejection fraction was 60.65% and although it was a technically difficult exam, there was no evidence of thrombo-embolic evidence on the study. The first discharge diagnosis on the discharge summary was "ischemic stroke involving the temporoparietal, occipital and left frontal lobes." The pt was discharged fifteen days later on clopidogrel and warfarin. The following month, the 30-day follow-up was performed. The stroke scale scores were 2 and 4. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00058.

Event description:
The reported event from the study stated that the pt suffered a transient ischemic attack during carotid stent placement. Adjudication results were received stating that the state the pt had suffered a stroke post-procedure. This female pt was enrolled in the registry for carotid stenting. The pt has a medical history of hyperlipidemia, history of smoking, diabetes mellitus, hypertension, cardiac disease (atrial fibrillation) and contrast allergy. The pt had a recent stroke. At baseline the pt was evaluated with a stroke scale score of (3) as well as another facility's stroke scale score of (3). The index procedure was performed in 2009, and pt was symptomatic. The target lesion was the left proximal internal carotid artery. There was no occlusion in contralateral side. The target lesion diameter stenosis was 85%. One angioguard distal protection device was open, prepped and deployed successfully without complications. Two precise stents were deployed overlapping at the intended location. There were no stent malfunctions reported. Upon retrieval of the angioguard device, there was no debris found in the basket. During post stent dilatation (unk dilatation device) the pt suffered a neurological event with behavioral change described as hemiataxia on the right. This was diagnosed as a transient ischemic attack (tia). The onset was sudden and the recovery was full, with no deficit. The duration of the event was <24 hours. The tia was evaluated and noted unrelated to the cordis' products and the index procedure.